Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was for several weeks, a couple of months, patient had been having problems with the recharger finding the implant. Patient would have to mess with it a little bit and finally get it to connect. As of saturday morning, patient worked for 6 hours trying to get the device to find it and it could not locate it. Pt had intermittent no device found. Now pt could not locate it and charge. It was telling the pt the battery was empty. When it finally did pick up on it, it did not do the regular charging where the light comes on and starts blinking and it gives you good or excellent. It went to passive recharging mode, and it only recharged to 50%. Patient had not been able to charge it up again and it was down to 40%. Pt also reported the recharger and battery pack got extremely hot. An email was sent to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n (B)(6), revealed. Product analysis found:no device found message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.